Event description:
It was report noise was observed on the atrial and right ventricular channels. No intervention has been performed at this time. Additional information was requested but is not yet available. The patient was in stable condition.

Event description:
Additional information was received indicating that the noise resulting in oversensing was due to suspected damage on the atrial and right ventricular leads and a device malfunction was not suspected. Related manufacturer report numbers: 2017865-2024-01007 and 2017865-2024-01008.

Manufacturer narrative:
Please retract MDR 2017865-2023-52234 as mdrs were submitted on the atrial lead (2017865-2024-01007) and right ventricular lead (2017865-2024-01008) for this event.